Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
(B)(6) reported "rupture". This record is for the left side. The device remains implanted. It is unknown if the explanted device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported "rupture". Later healthcare professional reported "current swelling from rupture", "reactive seroma", "serous fluid" and "possible changes in volume symmetry". This record is for the left side. The device has been explanted.